Event description:
This occurred at a shift change. The report was given at the bedside with rn. Blood was noted dripping over the side of bed. The extension set was noted to be disconnected from the continu-flo solution set. Blood was backing up and dripping from the extension set. Blood was pooling on the sheets and underpad on patient's right side. This was visually approximated as about 100 ml of blood loss. The tubings were reconnected and flushed without resistance. The patient was sleeping, but was made aware. Rn charge made aware. Linens, gown and under pad change with assistance from clinical tech. New baxter tubing noted on carts. Baxter rep made rounds last week to discuss new tubing and importance of checking all connections. Baxter rep also spoke to corporate educators and education will be coming out soon regarding further education regarding new tubing. Baxter a flo: 77285 and baxter extension: 77288.